Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose was 400 mg/dl. Customer stated that the insulin pump stopped working and showed a blank display. Customer stated that they inserted multiple batteries. The insulin pump will not be returned for analysis.